Event description:
It was reported that the device latch/actuator had fallen off the device and the unit cannot be powered on. The reported failure was found during routine device inspection/testing. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided.